Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and became unresponsive, requiring medical intervention by emergency medical technicians. The blood glucose reading was about 28 or 29 mg/dl. The customer stated that she was not responding to orange juice, so her husband called 911. By the time emergency medical technicians arrived, she became responsive. She stated in the middle of the night was when she had low blood glucose generally. She noted that her sensor had quit working, so she removed the sensor. She did not recall the exact outcome of the event, stating that she may have been treated with an intravenous drip at home. She advised that the event was just something that occurred, and no one or device was at fault. Nothing further reported.